Manufacturer narrative:
The correlation to action # (B)(4) could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action # (B)(4). Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels rose above 360 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient reported insulin leakage, with a foggy viewing window and moisture noted. The patient stated that they did not feel the cannula insert and was unsure whether it was properly inserted into the skin.